Event description:
Pitocin infusion begun at 0635 at 0645 pt was observed to have a telazing contraction. The pump was turned off and .25mg terbutaline was given at 0650. At this time it was observed that infusion was still running wide open even though pump was turned off. IV tubing was clamped and infusion pump removed from service.